Manufacturer narrative:
This report is to follow up with medwatch# 450231-2015-0006. Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
This report is to follow up with maude# 5038578. We have reported this incident under MDR 2027111-2015-00764. Please refer to our final report dated january 21, 2016.

Event description:
Maude# 5038578. A (B)(6) male, having a left video assisted thoracotomy with wedge resection x2 of the left upper lob of the lung. Trocar housing the scope was noticed to have broken tip, the pieces of the broken tip were extracted and the trocar was reconstructed outside the pt and confirmed all the broken pieces were accounted for. "

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Video assisted thoracotomy- "(B)(6) male, having a left video assisted thoracotomy with wedge resection x2 of the left upper lobe of the lung. Trocar housing the scope was noticed to have broken tip, the pieces of the broken tip were extracted and the trocar was reconstructed outside the pt and confirmed all the broken pieces were accounted for. " patient status unknown.